Manufacturer narrative:
H4: the lot was manufactured between june 1 and june 2, 2023. H11: the device was received for evaluation. A functional leak test was performed by manually filling the sample with green color water. During fill, a leak (backflow) was observed from the fill port. Further examination revealed a particle measured to be 0.25 square mm, stuck under the device checkband; located inside the bladder. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember. The stressmember is located inside the bladder. Small shaving from the stressmember may have been stuck under the checkband during manufacturing. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The fill port cap was secured on the top of the device. This was observed during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.